Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported inserting a dexcom g7 sensor on (B)(6). The sensor reportedly functioned as expected initially however, on (B)(6), the patient began experiencing recurrent low glucose alerts (2.9 mmol/l) from the dexcom g7 that she believed were inaccurate. On the night of (B)(6), the patient was awakened by repeated low glucose alarms from the dexcom g7. The sensor glucose values reportedly decreased from approximately 4.0 mmol/l to the 3.0 mmol/l range, eventually reaching approximately 2.9 mmol/l. In response to the recurring low alerts, the patient consumed sugar multiple times in an attempt to raise her glucose levels. Despite these corrective actions, the dexcom g7 readings remained low and did not increase as expected. The patient was unable to perform a calibration at home. The patient was experiencing shakiness and unsteadiness. Due to her symptoms and the persistent low glucose readings, she did not feel comfortable returning to sleep. The patient did not perform a blood glucose (bg) comparison at home while experiencing the low alerts and was unfamiliar with the calibration process. Concerned that her glucose level was not improving, she drove herself approximately four blocks from her home to a hospital located near her residence, arriving at the emergency department at approximately 11:30 pm to midnight on (B)(6) 2026. At the hospital, blood glucose measurements obtained by healthcare providers were reportedly higher than the dexcom g7 readings. The patient stated that the first bg comparison was performed in the emergency room, where the discrepancy between the dexcom g7 readings and blood glucose values was identified. The patient specifically reported that while the dexcom g7 displayed 2.9 mmol/l, a contemporaneous blood glucose measurement was 7.0 mmol/l, confirming the inaccuracy. The patient was treated at the emergency department (ed) with IV fluids. The patient was unable to recall or provide details regarding any additional treatments or interventions administered during the hospitalization. She remained at the hospital for approximately 13 hours for evaluation and management before being discharged. At the time of the call, the patient reported that she had been doing well since that hospitalization with no ongoing issues reported. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.